Event description:
It was reported that a medfusion¿ medfusion® 4000 wireless syringe infusion pump experienced a motor rate error. No information was reported that the product fault occurred while in use with a patient.